Manufacturer narrative:
Attempts have been made to obtain additional laser and patient treatment plan data; however, at this time no additional information has been received. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Root cause is unknown. Without further information the root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
Attempts have been made to obtain additional laser and patient treatment plan data; however, at this time no additional information has been received.

Manufacturer narrative:
(B)(4).

Event description:
Upon additional follow up, the reporter indicated the patient returned and received photo refractive keratectomy (prk) treatment of the right eye. The reporter relayed the patient is doing well.

Event description:
A technician reported an unintentional vacuum release and laser freeze occured during a lasik flap creation on a patient's right eye. The reporter indicated the emergency shutdown button was depressed to release the patient from the sution ring. The patient was removed from the laser room, and the system was rebooted. The patient was returned to the laser room, suction ring and docking was applied, and the flap was generated. Reporter relayed the patient was then moved to the excimer laser and it was noted that the flap was decentered temporally. The surgeon then decided not to lift and flap and the case was aborted. The patient was rescheduled for a later date for possible laser treatment. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).